Event description:
During follow-up, the right ventricular (rv) lead was found to be dislodged. The rv lead was repositioned to resolve the event. The patient was stable and there were no adverse consequences.